Event description:
The customer noted that the patient had experienced vomiting while using the CT 190g dialyzer. Customer could not recall any further incident detail and did not retain lot specific information or incident date(s). No additional information provided.